Event description:
It was reported that a novum iq large volume pump over-infused during patient infusion. The propofol bottle was spiked and primed with the infusion programmed to run over 10 hours. However, the whole bottle was infused over 15 minutes. The bolus feature of the pump and/or a rate change was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.